Manufacturer narrative:
Device evaluation: one dii control unit part number 72200873 was received on 05/21/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Control unit failed functional testing with motor fault error when test mdu was engaged. Cause of error was a shorted out electronic components on main pcb pn: 11800060 rev e with date code/serial number: (B)(4). The other control unit sent in from same customer sn: (B)(4) with complaint number (B)(4) has the same failure mode and electronic component damage to its main pcb. The mdu responsible for shorting out both control units was sent in from same customer under complaint (B)(4) and was found to be shorted out due to a 3rd party repair done with non-conforming material. Control unit is over 4 years old. Product was shipped new to customer on (B)(6) 2010. (B)(4).

Event description:
During an anterior cruciate ligament procedure, it was reported the control unit did not recognize the motor drive unit. The patient was asleep and had to be awakened as there were no other backup devices available. The delay was approximately 30 minutes, before the procedure was canceled. The patient was fine but they will have to come back for surgery; the surgery is being rescheduled.